Event description:
Patient's daughter reported that the new pump we just sent stopped working overnight. Patient woke up (B)(6) 2022 at sam and was pale. Her infusion stopped at some point overnight, unknown what time or for how long she was without infusion, patient couldn't hear beeping. Daughter stated that pump was beeping and just said stopped on the screen. No other messages displayed. Daughter stated this occurred with both of the pumps we just replaced. Sn (B)(4) and sn (B)(4) maintenance due 9/2023. Md notified. Patient was able to switch to back up pump to continue infusion ((had not returned previous pumps yet that needed replaced (B)(6) 2022)). Patient doing better now, no other side effects reported. Patient using legacy pump for IV self mix remodulin. No further information available. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace the product? Yes. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their therapy? Yes. Is the infusion life sustaining? Yes. Reported to (B)(6) by pt/caregiver.